Event description:
It was reported that the core micro drill heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the handpiece was found to have widespread corrosion. The presence of widespread corrosion is likely to cause or contribute to the handpiece. Overheating.